Event description:
Revision surgery 1.5 months after primary due to infection (pseudomonas and entrabactus), all the implants were removed. It was reported that before this revision surgery occurred on (B)(6) 2014, on (B)(6) 2014 a first revision surgery was performed with washing and removal of the liner that was replaced with a new one. No other details are available concerning that first revision surgery.